Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Alleged failure: we found x3 kits without tray lists and x1 without a decon. The probe ((B)(6)) was bent and got stuck inside the patient, after a while the surgeon managed to remove it. We did try to straighten it afterwards, however, it'd still crooked. The surgeon placed a cannula ((B)(6)) inside the patient and it broke. Please see photo attached. This again took time to remove from the patient. The suture cutter ((B)(6)) has somehow broken also, so please could that be looked at. Update (B)(6)2023 a consumable cannula instead to successfully complete procedure. Please estimate any surgical delay, even if under a minute (or indicate ¿none¿ to confirm there was absolutely no delay) yes, approx. 3 minutes ¿ surgeon name (first and last): tim board ¿ case type ¿ hip arthroscopy. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.